Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium heparin had poor barrier separation of the sample. The following information was provided by the initial reporter: "it was reported by the customer that tubes are experiencing poor separation barrier. "

Manufacturer narrative:
Date of event unknown. The date received by manufacturer has been used as a default. Medical device expiration date unknown. Device manufacture date unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium heparin had poor barrier separation of the sample. The following information was provided by the initial reporter: "it was reported by the customer that tubes are experiencing poor separation barrier."